Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the single board computer, the service part printed circuit board, the cine drive, the cine backplane, the hard disk, the display adapter, mounted the passive backplane, the backplane brake handle the image processor, and the generator interface board. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would display a cine disk driver error message. No pt injury was reported.